Event description:
It was reported that a patient underwent a right foot expansion surgery+free anterolateral thigh flap repair surgery+free skin graft transplantation+tensor fascia lata muscle transplantation+plaster fixation surgery on (B)(6) 2024 and suture was used. During the surgery, it was observed that the steel plate of the right running toe was exposed, and the tendon was exposed with most necrosis and infection. Inflammatory exudation was observed in the wound, and inflammatory granulation tissue was seen near the bone graft site. Inflammatory granulation tissue infiltration was observed in the proximal end, which is consistent with the preoperative diagnosis. During the surgery, a "roll up carpet" approach was performed to thoroughly remove necrotic tissue and infected right foot extensor tendon. A 1.2mm diameter bone traction needle was used to longitudinally penetrate the distal and proximal phalanges and the first metatarsal bone to fix the interphalangeal and metatarsal joints. The skin margin of the free wound was expanded, revealing a composite tissue defect wound with an area of approximately 2.5cm * 6cm on the dorsal side of the right foot and the first metatarsal bone. A free skin flap was proposed to extend the wound to the proximal dorsalis pedis artery, exposing the dorsalis pedis artery and clamping the dorsalis pedis artery. The blood supply of the right foot was checked; design a anterolateral thigh skin flap on the left thigh with a cloth sample for the defect wound. Cut open the inner edge of the flap according to the design, separate it under the deep fascia to the space between the rectus femoris and the lateral thigh muscles, carefully separate and find two muscle skin perforating branches, pull the hook inward to the rectus femoris, expose the main trunk of the descending branch of the lateral femoral circumflex artery, carefully free the muscle skin perforating branch to introduce part of the fascia lata muscle into the main trunk, and cut and ligate the starting part of the main trunk according to the required length of the vascular pedicle on the wound; after removing the free skin flap, place it in the right foot receiving area, suture the muscle and the defect of the right foot long extensor tendon to reconstruct the right foot pathway long extensor tendon, fix the skin flap with several stitches, place the pedicle blood vessels in a reserved channel, perform end-to-end anastomosis between the anterior lateral femoral artery and the dorsal foot artery under a microscope with a microscopic thread, and anastomose the accompanying veins and dorsal foot artery with a microscopic thread end-to-end. Release the tourniquet to see that the blood vessels anastomose without leakage, the blood vessels are unobstructed, and the blood flow of the skin flap is good. After counting the gauze instruments, suture the skin flap and the receiving area, suture the donor area, and trim the local skin of the donor area defect into a medium thick skin graft to suture the donor area defect. Apply appropriate gauze pressure and wrap, place 4 drainage pieces on the skin flap, wrap with sterile gauze, and leave an observation window for the skin flap. On the 9th day after surgery, during the patient's dressing change, the suture site was found to be disconnected from the middle, with residual suture on both sides of the wound edge and the wound opening. The patient requested that no further suturing be performed, and the doctor changed the dressing to allow the wound to heal on its own. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/12/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? * was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.